Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an insulin flow blocked alarm during therapy. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
S.w version (B)(4). Retainer ring = black. Case type = ngp. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 2 days prior to the event date 14-jun-2023 in the formatted history file. There was no data available to verify/check no delivery alarm/insulin flow blocked alarm in the formatted history file for the event date of 14-jun-2023. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 19:57:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 12:33:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 12:39:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 13:02:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 12:46:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 12:53:48.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 12:54:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 22:12:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 22:14:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 22:15:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 22:16:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 08:27:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 11:15:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 14:33:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 14:55:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 14:56:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 15:00:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 15:03:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 15:06:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 17:26:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 17:29:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 17:32:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2023 00:07:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.